Event description:
This report is to advice of an event observed during analysis.

Manufacturer narrative:
No complaint was received with the return of the device. Failure (event) observed during analysis. Analysis found the outer insulation abrasion at 12.1 cm from the pin over the svc cable lumen, possibly caused by friction with the ICD can. No abrasions were found inside the lumen.